Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range all day. The patient changed her infusion set this morning when her blood glucose was 100 mg/dl, and then it soon increased to the 300 mg/dl and 400 mg/dl range. The patient treated via manual insulin injection. The patient discovered a bent infusion set cannula. The patient has had to change 10 of her infusion sets due to crimped cannulas. The customer was advised on proper infusion set insertion and usage protocol.